Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was scheduled for replacement due to elective replacement indicator (eri). During the procedure the physician noted the rear part of the header broke when applying light pressure to open the pocket. The device maintained pacing and parameters were stable. The device was successfully replaced without issue and is expected to be returned. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Device analysis noted findings of induced damage, visual inspection of the header noted the telemetry coil has partially broken off the header and scratches on both sides of the can. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was scheduled for replacement due to elective replacement indicator (eri). During the procedure the physician noted the rear part of the header broke when applying light pressure to open the pocket. The device-maintained pacing and parameters were stable. The device was successfully replaced without issue and is expected to be returned. Outside of the revision, no adverse patient effects were reported. Device has been received.